Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2023030768. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030768 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity based on the investigation and risk management file review as per rm-00402-pfmea, the most likely root cause determined from the investigation were failure to follow line clearance procedure and incorrect handling. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reported that the implant container was empty. The doctor said that he could not complete the surgery, even after having drilled. The affected dental position is unknown.